Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional ventral hernias. It was reported that after implant, the patient experienced adhesions, bowel obstruction, abdominal pain, defect in mesh, and recurrence.